Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem/won't power on) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a patient was experiencing battery charger problems and that the battery charger would not power on.